Event description:
The following has been reported: nurse reported: "lr infusion running, pump alerting downstream occlusion despite nursing efforts this alarmed continued until the pump alerted to replace cassette. Active infusion stopped: yes. Injury/adverse reaction: no. A preliminary review identified the following issue: unresolved occlusion alarms. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. The primary bolus prime process passes successfully. Secondary line infusion was tested with a set rate of 1000ml/hr and set volume of 10ml and secondary line was connected to a saline solution bag. The secondary bolus prime process passes successfully. Under microscope, no defects were observed at the administration cassette. No manufacturing defects were found at the sample received. The customer complaint is not confirmed. The root cause could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the reported defect (no flow). No visible defects were observed in the unit, and no conclusive evidence was found to explain the issue reported. The batch review could not be performed as the affected batch was not provided.